Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient has reported that they are experiencing pain in their teeth when they take out their aligners. Patient seeking professional assistance for this issue. Patient is at the end of treatment on the upper arch and not satisfied with results. The upper aligner is not fitting with in normal limits. Provided hht&t tips.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.